Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation. (B)(6).

Event description:
It was reported to siemens that an adverse event occurred during operation of a somatom definition as system. During the procedure, the patient trapped his hand between the system table top and the frame, resulting in a bone fracture of one of the patient's phalanges. Emergency medical intervention was performed at the hospital to treat the fracture; however, the specific treatment was not reported.

Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). Siemens has completed the technical investigation of the reported event. The root cause has been identified as inadequate fixation of the patient's hands during movement (as described in the associated user manual), so that the fingers could be caught between the system table top and the frame. The technical investigation of the table showed that the gaps between the patient tabletop and the table support (frame) are within specification. There was no general design issue identified. Siemens communicated a recommendation to the local service organization to adjust the tabletop supporting rollers so that it would not be in the upper limit of the specified gap distance, thus reducing the gap. Siemens also recommended immobilization the patient's hands with straps or arm supports during movement, so the fingers can't be caught. Lastly, siemens recommended the installation of the new cable deflectors or adjust the existing deflectors properly.